Event description:
During service at baxter, a technician reported that failure code 810:04 occurred and was caused by a faulty ail pcb (air in line printed circuit board) and the ail pcb was recalibrated. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is 5.09.90, categorized as remediated. There is no further complaint information available.

Manufacturer narrative:
(B)(4).